Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the device failed to shock in AED mode. This event was reported as a serious injury because of the potential for patient harm. There was no adverse event to the patient or user. The user went into manual mode in order to deliver a shock to the patient. The device was evaluated by field service engineer(fse), and a philips clinician examined the actual patient ECG strips printed from the device and testing case events files done with a defib analyzer. According to the actual patient ECG strips ((B)(6)pdf) , the patient had ventricular tachycardia in AED mode and the jagged shape of the waveform showed that there may have been some interference with the signal. So the device did not recommend a shock under this waveform. Given the patient's condition, the defibrillator was switched to manual mode. After manual defibrillation, the patient waveform was converted to sinus bradycardia. The device performed as intended. The testing case events files document 9 minutes of elapsed time beginning at 10:39:38 am on (B)(6), 2020, and shut down 10:48:47am. The device was powered on, AED mode was selected, ECG plates were placed. The ECG depicted a waveform consistent with ventricular fibrillation, a shockable rhythm. The device indicated ¿shock advised" and delivered a shock at 00:02:04 elapsed time (et), non-shockable rhythm. Analysis was resumed at 00:02:38 et. An asystolic waveform was detected, and the device indicated ¿no shock advised¿ at 00:03:28. At 00:04:43 et the device detected ventricular fibrillation, a shock was advised, and a second shock at 150 joules was delivered at 00:04:54 et. The device performed as intended. The philips AED interpretation algorithm is designed to continuously monitor the ECG in case of a change of rhythm. No shock advised (nsa) will prompt if a shockable rhythm is not detected, the efficia dfm100 tells you ¿ no shock advised. ¿ if a shockable rhythm is detected, the efficia dfm100 automatically charges to the preconfigured joule setting (default is 150j).(philips document (B)(6), edition 1.7, (B)(6)2019.) The device functioned as designed with no malfunction. The device remains at the customer site and no further evaluation is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. The customer reported that the device failed to shock in AED mode. This event was reported as a serious injury because of the potential for patient harm. There was no adverse event to the patient or user. The user went into manual mode in order to deliver a shock to the patient. A philips clinician examined the ECG strips and case events files, which document 9 minutes of elapsed time beginning at 10:39:38 am on march 10, 2020, and shut down 10:48:47am. The device was powered on, AED mode was selected, ECG plates were placed. The ECG depicted a waveform consistent with ventricular fibrillation, a shockable rhythm. The device indicated ¿shock advised" and delivered a shock at 00:02:04 elapsed time (et), with no conversion to a shockable rhythm. Analysis was resumed at 00:02:38 et. An asystolic waveform was detected, and the device indicated ¿no shock advised¿ at 00:03:28. At 00:04:43 et the device detected ventricular fibrillation, a shock was advised, and a second shock at 150 joules was delivered at 00:04:54 et. The philips AED interpretation algorithm is designed to continuously monitor the ECG in case of a change of rhythm. No shock advised (nsa) will prompt if a shockable rhythm is not detected, the efficia dfm100 tells you ¿ no shock advised. ¿ if a shockable rhythm is detected, the efficia dfm100 automatically charges to the preconfigured joule setting (default is 150j).(philips document s/n (B)(6), edition 1.7, march 2019.) The device was evaluated by field service engineer(fse), and confirmed that the device performed as intended. The device detected shockable rhythm twice, as indicated by the ECG strips.

Event description:
It was reported to philips that the device failed to shock in AED mode. This event will be reported as a serious injury because of the potential for patient harm. Additional information has been requested.